Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 30 curved-tip stapler instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a blue and a white sureform 30 reload. No firing failures were observed during log review or during in-house testing. The distal end was inspected and no damage was found. The driver was extended and no increased friction or abnormalities were noted. There was no damage to the blade cutting edge of the I-beam. Stapler was fully functional and no issues were identified during functional testing. Isi received a gray sureform 30 reload to perform failure analysis and did not confirm or replicate the customer reported complaint. The reload was returned fully fired and all pushers were in-tact and deployed. The pusher towers appeared normal. No obvious physical damage was observed during in-house inspection to the reload components, including the cartridge body, pushers, tail, or switch. No firing failures were observed during log review. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. A stapler log review shows the sureform 30 curved-tip stapler instrument, (lot #u83240125-0154), was installed on the system 2 times and fired 1 grey sureform 30 reload. On install 1, the stapler failed to engage with the system on universal surgical manipulator (usm) 4. The logs show 1 instance of an error indicating that the stapler roll axis hardstop verification check failed. On install 2, the system failed to detect the reload color, and the user manually selected the grey reload color via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the staple line did not seal in the middle of the pulmonary vein after a gray sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument. The issue occurred on the initial staple firing and resulted in an unspecified amount of bleeding. The bleeding was controlled using hemostatic agents. The procedure was completed robotically. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The stapler instrument and reload accessory were visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.